Manufacturer narrative:
The cause for the discordant vancomycin result is unknownthe instrument is performing within specifications.no further evaluation of the device is required.

Event description:
A low advia centaur cp vancomycin result was obtained for a patient sample. The result was reported to the physician. Repeat testing was performed on the patient sample since the result was discordant with the previous result. The repeat result was higher. The patient sample was sent to a reference laboratory and tested using an alternate method. The result matched the repeat result on the advia centaur cp. A corrected report was sent to the physician.patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant vancomycin result.